Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the customer experienced persistently elevated blood glucose levels while using a teflon infusion set and received occlusion alarms. Blood glucose levels reportedly rose as high as 325 mg/dl. Supplies were changed, after which blood glucose levels returned to the target range. No ketone testing was performed, no adverse effects were reported, and no professional medical or third-party intervention was required. A request was made for the customer to trial an alternative infusion set, and a replacement box was arranged to be shipped after the shipping address was confirmed. The customer¿s caregiver expressed satisfaction and had no further questions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.